Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine inspection, the cardiosave intra-aortic balloon pump (iabp) unit failed automatic inflation test. There was no patient involvement.

Manufacturer narrative:
Updated fields - e1(site country), h6 (type of investigation, investigation findings, investigation conclusions). Corrected fields: e1 (site country: china). Additional information: e1 (event site postal code: (B)(6), event site state: (B)(6)). A getinge field service engineer (fse) evaluated the iabp unit and communicated with the medical staff, and learned that the medical staff's routine inspection of the equipment caused the display of automatic inflation failure due to the operation problem. The fse found no fault, and the functions of the equipment were normal, which belonged to the problem caused by the improper operation of the medical staff. Repairs have been completed without replacement of any spare parts. All functional and safety checks comply with factory specifications, equipment is handed over to customers for clinical use. There was no patient involvement.